Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with (B)(6) (compact plus system), is related to case with (B)(6) (nano smartview system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 29 mg/dl (compact plus system) and 148 mg/dl (nano smartview system). No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.